Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-17, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller (mdt rep) is currently w/ a spanish speaking patient and interpreter. Per patient, is charging more often and longer than before, and this has been occuring for about one month. Patient was 100% charged on friday, 60% yesterday, and needed to recharge for 3 hours this morning. Per caller, patient came to clinic w/ empty 0% charge. During out conversation, rep observed red to orange, and then green to 30%. Recommended recharging for a little bit more time before interrogating w/ tablet. Recommended checking recharge diary, impedances and programs (to see if patient changed from an low dose to a high dose programming. Outcome unknown. Per patient, no changes in temperature with recharge antenna. Caller (mdt rep) after interrogating ins and reviewing recharge diary, did not find the patient recharging more than normal. Reviewed recharging approx every 2 weeks. 3/11 - 3/28 - 4/13 - 5/2. Today (5/17) with good coupling for 29 minutes. Average recharge time is1.2 to 1.4 hours. Caller could not confirm a 3 hour recharge earlier today. Caller also confirmed patient is using high dose 1000 hz. At this time the caller will discuss w/ patient to recharge fully and then assess if any further issues after reprogramming (removing elevated electrodes. Caller (mdt rep) noted interrogated ins and discovered some programmed electrodes that were >40 ,000 ohms. Electrode 3 = 35,230 ohms, electrodes 3 <(>&<)> 4 were >40,000 ohms. Caller was able to re-program around. Sn# (B)(6) guest patient - null phone number on 2021-may-18, additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances on electrodes 3 and 4 was not determined.